Event description:
It was reported that the 9800 system had bad image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The root cause of the failure could not be determined. The system was replaced with another system.